Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the code number on the patient¿s onetouch ultramini meter was incorrect. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unsure how long the subject meter had been set to the incorrect code number, but thought it was for ¿about 3 months¿ prior to contacting lfs. The patient manages his diabetes with oral medication, diet and exercise. The reporter indicated that around the time of the alleged issue (she was unsure if before or after), the patient had been exercising and had developed symptoms of ¿thirst [and] hungry¿. The reporter alleged that also ¿about 3 months ago¿, during a doctor¿s office visit, the symptoms required treatment from a healthcare professional of ¿glucose tablets/glucose gel¿. The reporter also indicated that ¿about [a] month ago¿, the patient had obtained a blood glucose result from a laboratory device of ¿200 mg/dl¿. During troubleshooting, the cca walked the reporter through changing the calcode and the issue was resolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion which required treatment from an hcp, after the alleged calcode issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.